Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida and parity 5. Concomitant products included metformin and paracetamol (acetaminophen). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and back pain ("lower back area pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity and menorrhagia outcome was unknown and the back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.